Manufacturer narrative:
Block a: patient information could not be obtained due to country privacy laws. Block d4, UDI: (B)(4). Block e1: the initial reporter is located outside the u.s., and therefore this information is not provided due to country privacy laws. Legal manufacturer: hcs horten - strandpromenaden 45 norway horten vestfold, n-3183. Ge healthcare's investigation is ongoing.

Event description:
On (B)(6) 2023 ge healthcare received additional information related to manufacturer report number 9610482-2023-00004 in which it was stated that the second system which failed to start up during a cardiopulmonary bypass on (B)(6) 2023 was identified as a vivid e95. The customer noted the patient passed away, they are not alleging the vivid e95 failure to function caused the death, and they are dissatisfied with system performance.

Manufacturer narrative:
Ge healthcare has investigation is continuing. Initial reporter information, section e, added.

Manufacturer narrative:
UDI related data quality updates only.

Manufacturer narrative:
Ge healthcares investigation has completed. The vivid e95 was temporarily unavailable during a bypass procedure, where it was used for visualization, due to a non-reproducible/non-systemic system-lockup. The customer recovered from the lockup by forcing the system to power down and then restarting the system. It is inconclusive if this temporary loss of visualization resulted in incremental harm to the patient. The risk assessment concluded available mitigations are verified to be effective and are anticipated to reduce the risk of this hazardous situation as far as possible (afap). No further action will be taken at this time.